Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a software error. During investigation on-site, our field service engineer found that the air and o2 nozzles were worn-out and replaced them. He also found that the control printed circuit board (pcb) and o2 gas module were malfunctioning and needed replacement. A technical error code indicating a software error that can be related to both the gas modules and the control pcb was generated. The control pcb was returned for investigation in this complaint. The evaluation of received device logs confirms occurrences of the reported technical error code on the reported date of event, during service. Error messages pointed at a problem with the o2 valve. The visual inspection of the returned control pcb showed a broken inductor capsule in the processor oscillator power circuit. Measurements on the inductor showed that it was broken. The returned control pcb was installed in the reference ventilator. The control pcb was repeatedly restarting and generated a technical control error during startup. The control pcb was broken, but this fault may not have caused the reported technical error code. If the found defect appears during startup, an alarm will be generated and ventilation cannot be started. If the defect appears during ventilation, ventilation will stop and the user will be notified by a generated alarm and the corresponding technical error code. The conclusion is that the control pcb was broken. Why the inductor in the in the processor oscillator power circuit had broken could not be determined.

Event description:
It was reported that the ventilator generated a technical error code indicating a software error. There was no patient harm. Manufacturer's ref #: (B)(4).